Event description:
It was reported that the latch lock sensor failed. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 7/14/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the latch lock sensor failed during testing¿ was confirmed through latch lock test. The probable cause was latch lock sensor defective. Further investigation found downstream occlusion (dso) seal was delaminated. Replaced latch lock flex sensor and dso seal. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.